Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported a broken sliding core from the star ankle prothesis (height 7mm). The sliding core has to be changed, revision is planned for (B)(6) 2017.

Manufacturer narrative:
In the case presented a patient had been treated with star at an unknown time. During medical intervention due to several diseases on (B)(6) 2017 it was determined that the sliding core was broken which had not been determined on x-rays prior to medical intervention. Consequently, the broken fragments were removed, originating findings were treated, and the broken dorsal sliding core fragment was re-inserted transversely in order to prevent metal contact during the period until receipt of a new sliding core. A new sliding core was implanted on (B)(6) 2017. After surgery the dorsal poly fragment was not saved ¿ thus, only the ventral poly fragment was provided for investigation. Operation reports and a few x-rays, limited to on (B)(6) 2017 were made available. General aspects: the ankle joint with a star implant is a complex mechanisms of motion and is dependent upon proper alignment. A malalignment to this ankle joint complex system affects the interactions between metal and poly and causes degradation of the poly and visual wear on the metal. This is not a design flaw; it is a departure from proper placement of the implant (ref: (B)(4), dr. (B)(6). The removed sliding core fragment was forwarded to ¿exponent, biomedical engineering, USA¿, a laboratory specialized on examination of polyethylene components. The results were presented in ¿retrieval analysis of star295¿ (ref to above). Summarizing above technical findings it was concluded that exceeding axial load had repeatedly been applied on the sliding core; particularly I the area of the trough. Limited amount of medical records were forwarded to a hcp, specialist for ankle treatments, for review who concluded that the talar component was placed too anteriorly. Summarizing above medical finding it was concluded that placing the talar component in an unsuitable manner is regarded as user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated poly breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. It could not be determined if resp. In what way the patient¿s condition and behaviour may have contributed to the event. Since acknowledgment of the event a repeated request for additional medical records and missing sliding core fragment remained without avail. With available information the event was initially caused by unsuitable placement of the talar component.

Event description:
Customer reported a broken sliding core from the star ankle prothesis (height 7mm). The sliding core hase to be changed, revision is planned for on (B)(6) 2017.